Event description:
(B)(4) study. It was reported that stenosis occurred. On (B)(6) 2013, the patient presented with stable angina and subsequently, the index procedure was performed. The 75% stenosed, 29.5mm x 3mm, eccentric, type c, diffuse lesion of more than 2cm in length, with a below 45 degree bend and timi 3 flow target lesion was located in the bifurcation area of a mildly tortuous and non calcified proximal left anterior descending artery (lad). The physician treated the lesion by placement of a 3.00 x 32mm promus element¿ plus stent at 12 atmospheres. Following post dilatation, visual residual stenosis was 0% with timi 3 flow. On (B)(6) 2013, the patient presented with coronary stenosis in the left main coronary artery. The physician performed percutaneous coronary intervention (pci) to treat the event. Two days post procedure, the outcome of the event was good.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).